Event description:
It was reported that a cartridge was leaking during a supply change on the ilet system, and troubleshooting and education were completed with the user, who confirmed nothing was connected outside the ilet. Investigation included customer consultation to review setup and handling steps and verification that no external connections were used. Investigation of this case revealed a suspected leaking cartridge component, though the specific lot information was unavailable and the component was not retained for analysis. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device for evaluation and insufficient information.